Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, manifested by tiredness, difficulty eating, weakness, difficulty walking, and sleeping a lot. On the same day as the event, the patient was hospitalized for the event. The patient was treated with an unknown antibiotic intraperitoneally (dose, frequency, and duration not reported) for peritonitis. Therapy was ongoing. The cause of peritonitis was not reported. Twenty one days after the event, the patient was discharged from the hospital. On this same day, the patient recovered from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).